Manufacturer narrative:
The returned inliven was received and analyzed at our post market quality assurance laboratory. Analysis found no evidence of product abnormalities or damage outside the bounds of normal medical use. Boston scientific has concluded that no problem was detected.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis.